Event description:
Update: involved components: no158z/ as univation xf tibia cemented t3 rm - lot 52586787; nl472/ univation f meniscal comp.t3 rm/lm 7mm - lot 52570330.

Manufacturer narrative:
Additional information: b5 - involved components added; d9 - product return date; d10 - involved components; h3 - product return.

Manufacturer narrative:
Additional information: h3 - device evaluated. H6 - codes updated. Investigation results: visual investigation: the available explants are in an undamaged condition and show no serious abnormalities or deviations in the delivered condition the femoral component shows a firmly fixed cement mantle on the intended area/coated surface. These bone cement residues show only little bone anchorage (cement interlock into the bone trabeculae). One piece of bone cement has been detached from the intended area/coated surface.. The provided tibial component shows almost no bone cement residues on the intended area/ coated surface. Furthermore there are visible scratches on the surface of the intended area for the bone cement. The discolorations on the surface of the gliding surface of the femoral component is due to oxidation. Such changes in color have no effect on the function or properties of the coating. The gliding surface of the meniscal component shows visible scratches and imprints. These imprints are probably resulting from third body wear (bone chips and/or bone cement residues). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 4(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: on the basis of the current information, a clear conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There are no hints for a material/device problem. There are several and often complex root causes for an implant loosening. Possibly due to septic conditions or, for example, to incorrect loading, too early or too high loading, which may also have occurred long before the onset of loosening, suboptimal positioning (due to the patient), inappropriate choice of implant, inappropriate surgical procedure or inappropriate cementing technique, and many others. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with no182z - as univation xf femur cemented f3 rm. According to the complaint description, the product caused an aseptic loosening of the femoral component with accompanying clinical symptoms without trauma. The patient is the submitter of the complaint. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.